Manufacturer narrative:
Follow-up # 1 date of submission 8/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 7/21/2016 with the following findings: the black box and alarm history showed one cs 088 call service alarm. The pump¿s ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no errors, alarms or warnings occurring. The pump¿s cover was removed and there was moisture found on the printed circuit board (pcb) and internal components. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.